Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The capstone was returned to the manufacturer for evaluation. Testing found that the instrument had impact marks on the rear of the instrument resulting in fit issues. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that a handle was used on an instrument that typically uses a tracker and because of this, the instrument was bent and could not be used. There was no patient present when this issue was identified.